Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during an osteosynthesis of right femur by pfna nail, it was impossible to put the blade on the instrument and to turn this instrument anticlockwise, toward the mart attach because the thread of pfna blade is affected. This part was not inserted in the patient, the incident did not require further treatment, delay of surgery +20percent. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation states that the measurable dimensions were found to be in compliance with the technical drawings. A function test was performed and the device was functional as required. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the international standard. No product fault was found.